Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the cardiac resynchronization therapy pacemaker (crt-p) right ventricular port set screw was rotated to tighten on the lead, as routine, but the expected "click" sound was not observed by the physician. The lead was re-inserted multiple times, and then the "click" was heard. The physician pulled on the lead to ensure it was secure. The device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.